Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the handle was able to successfully fire six reloads to complete the sleeve. However, after the last firing on the stomach of the patient in a robotic laparoscopic sleeve gastrectomy, the handle died and they were unable to turn it back on after they attempted to reset the device. They put it back on the charger, and led light indicator flashed green to indicate that it was charging, and then it flashed red. They left the handle in to the charger, and it was unable to charge or turn back on. They also noted that the status indicator, handle indicator, adapter indicator, and the reload indicator were off. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance received one device. The data from the battery was evaluated and it was found that the differential limit had been exceeded. A review of the device history record indicates this product was released meeting all manufacturers¿ quality release specifications at the time of manufacture. However, a software error was identified during product analysis. The root cause for cell balancing failures has been identified as inaccuracies in the cell voltages reported by the bq chip. While these inaccuracies are small, they are significant relative to the 5 mv limit for cell balancing. The product analysis established a relationship between a device failure and the reported incident of premature end of life. The root cause of the observed condition was determined to be a result of a manufacturing activity and a product enhancement has been implemented to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.